Manufacturer narrative:
Internal complaint reference case-(B)(4). The reported devices was received for evaluation. A visual inspection revealed the devices were each returned in original packaging with the batch number of the complaint on the label. Device one: the t1, t2, and suture were returned off the needle. The knot was not tightened down. The t1 is broken and missing its distal tip. The actuator is in the pre-t1/post-t2 position. Bio debris is present. Device two: the t1, t2, and suture were not returned. The actuator is in the pre-t2 position. Bio debris is present. A functional evaluation was performed on the returned device and found both the devices cycle as intended. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an unintended actuation of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, after two (2) fast-fix 360 t1 were implanted, t2 fell off. Both implants were removed from the patient using tweezers. The procedure was completed with non-significant, but it is unknown if there was back-up device. No further complications were reported.